Event description:
It was reported by the patient's parent that the patient went to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. The sensor was not connecting to the pod's controller but was connected to the sensor's application. Without the sensor readings, the pod's system went into manual mode and the patient's parent delivered 33 units of insulin but did not decrease the patient's bg levels down. The bg level was read at over 400 mg/dl but was measured with a separate meter and was measured at over 600 mg/dl. Symptoms reported include abdominal pain. The patient was treated with 2 unspecified bags of fluids. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.